Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician found the tip of the neuron 6f 070 delivery catheter (neuron 070) became separated within the packaging sleeve. The damage to the neuron 070 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new neuron 070.

Manufacturer narrative:
Results: the returned neuron 070 was fractured approximately 104.0 cm from the hub. The device had kink approximately 10.0 cm from the hub. The device had an ovalization approximately 6.0 cm from the hub. The neuron 070 catheter was positioned approximately 1.0 cm underneath the packaging tape . Conclusions: evaluation of the returned neuron 070 confirmed a fractured device. The distal portion of the neuron 070 was found secured by the packaging tape. This would likely contribute to resistance upon attempts to retract the device. If the device is forcefully retracted against resistance, damage such as a fracture may occur. This likely contributed to the fracture of the device. Further evaluation revealed kinks and ovalizations on the device. Based on the return condition and the reported complaint, this damage is likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.